Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was received and analyzed. No anomalies were found.

Event description:
It was reported that during the attempted implant of the lead, the extracted screw damaged the patient's vein. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.